Event description:
Reference number (B)(4). Event occurred in the united states. On 30/jul/2024, it was reported that the patient encountered occlusion in the tubing which leads to high blood glucose level. Duration of infusion set used was not used for more than 48 hours. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. No further information available.